Event description:
It was reported that the patient¿s therapy worked for 3 to 4 months and the patient kept going to the doctor and the therapy didn¿t work that much. The patient had met with a manufacturer representative twice for reprogramming. Then they stopped going to the doctor and the therapy didn¿t work. The patient decided to get a new battery implanted.

Event description:
Additional information received reported that the patient still had concerns with the device or therapy, but had not sought further help.

Manufacturer narrative:
Concomitant: product ID 3887-33, lot# j0348790v, implanted: 2003-(B)(6), product type lead. Product ID 3887-45, lot# j0348687v, implanted: 2003-(B)(6), product type lead. Product ID 748925, serial# (B)(4), implanted: 2003-(B)(6), product type extension. Product ID 748925, serial# (B)(4), implanted: 2003-(B)(6). Product type extension. (B)(4).